Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, adjusting hospital's gas pressure line resolved the problem. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The cause of the problem was determined as related to hospital gas pressure line and no malfunction of the ventilator was found.

Event description:
Manufacturer's ref.#: (B)(4).